Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor would not infuse. The following day, the patient observed the device was not flowing. The day after the patient went to the hospital and confirmed the no flow. The device was filled with 96ml of 5fu diluted with 1ml of saline for a total fill volume of 97ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between december 6-9, 2024. H11: the device was received for evaluation containing 93ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The evaluation result, the infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional information is available.